Manufacturer narrative:
Samples are collected in heparin plasma tubes. The samples were not re-spun prior to re-run. The customer indicated that the sample integrity was good. Per the customer, qc recovery was within specifications before and after the event. The most recent accutni calibration was on (B)(6) 2011. The last system check was run on (B)(6) 2011. The customer utilizes their in-house biomed engineer to verify performance instrument. The biomed ran a system check which initially failed. The biomed then performed a system substrate decontamination. A rerun of the system check was performed and gave passing results. No other hardware issues were found. Although in-house biomed addressed a hardware concern, a clear root cause for this event could not be determined.

Event description:
A customer contacted beckman coulter inc. (Bci) to report false positive troponin (accutni) results that were generated by the access 2 immunoassay system. The erroneous results were reported out of the laboratory. Patient samples were repeated on the original instrument and on an alternate methodology resulting within normal range. Customer was not made aware of any injury or change in patient treatment associated with this event.